Event description:
Updated summary: based on the latest information, the customer also reported difference between sensor glucose and blood glucose and the pump was suspended due to low sensor glucose. The event involved product(s) mmt-1884, mmt-431ag, mmt-342g, mmt-7040a. Troubleshooting was not performed for sensor glucose versus blood glucose, blood glucose was already reading 58mg/dl but the pump was still saying below 50mg/dl, the customer can no longer recall the exact value. No product return is required for mmt-1884, mmt-431ag, or mmt-342g, mmt-7040a.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section d10 - updated concomitants. 3. Section h6 - changed 2993 to 1631 in medical device problem code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Corrected summary: as per medical safety review: removed symptoms of seizure.

Manufacturer narrative:
Information was corrected that had not been required to be included in the initial report as per the medical safety review. Hence, it needed to be corrected with this follow-up report from the below sections: b5 ¿ corrected summary. H6 ¿ removed health effect clinical code 2222 and removed health effect impact code 4614. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 48 mg/dl. The customer reported hypoglycemia was treated with carbs. The customer was admitted to the emergency room due to a seizure. The event involved product(s) mmt-1884, mmt-431ag, mmt-342g. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-1884, mmt-431ag, or mmt-342g.